Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) identified that the station was down and showing a basic input/output system password screen. Upon inspection, fse found that the hard drive power connector at the docking board was disconnected. The field service engineer (fse) reconnected the power connector, rebooted the system, and performed power switch testing. The fse further identified that the application was unable to open the station database, indicating possible data corruption due to the loose power connection. The fse installed a new database, completed synchronization with the server, and verified successful login and inventory access, restoring normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen went black in the middle of a case and a small blue msdos box appeared and randomly shut down, which located on orpa08. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.